Event description:
The siderail would not latch properly when raised to the up and lock position.

Manufacturer narrative:
The siderail would not latch properly when raised to the up and lock position. Technician reseated and screwed the inline spring kit, and replaced inline latch kit to address issue.